Event description:
Colleague infusion pump was reported originally for pump beeped all of a sudden. The nurse could not stop it. The biomed looked at it and code 500 came up. It said that a button was pressed for more than 50 seconds. This condition occurred during patient use. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a failure code 500:320:658:0000 which interrupted delivery. This device utilizes user interface module master software version 6.63.92 categorized as remediated.

Manufacturer narrative:
The condition of failure code 500:320:658:0000 was confirmed but not duplicated. This failure is a result of pressing the softkey for more than 50 seconds. Should additional information become available a follow up medwatch will be submitted. (B)(4).